Event description:
It was reported that the patient's right ventricular lead had externalized conductors. The externalization was confirmed via fluoroscopy imaging. Programming changes were performed, and the lead remained implanted. There were no patient consequences. The patient will further be monitored.